Manufacturer narrative:
The pump was received with no button response due to corrosion on the electronic stack. Unable to perform the displacement test due to no button response. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump alarmed failed battery test alarm and the device had a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 240 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.